Manufacturer narrative:
Initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) transfer set tubing disconnected from the catheter. This occurred during priming of peritoneal dialysis therapy. It was described as "stuck on the skirt and the connecting tube of the belly was removed." Renal therapy services assisted the patient to end the therapy session. There was no report of patient injury or medical intervention associated with this event. No additional information is available.